Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10j18091 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of patient who made a mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis. During a call with baxter customer service, the nurse reported that on an unknown date in (B)(6) 2011, the patient made a mistake/touch contamination and developed peritonitis on (B)(6) 2011. The patient thought there may have been a hole in one of his bags. Treatment for the patient made a mistake/touch contamination and peritonitis were not reported. The patient stated he had not recovered. The nurse reported the patient was recovering. Dianeal therapy was ongoing. An opinion of causality for the event of the patient made a mistake/touch contamination was not reported. The nurse believed that the event of peritonitis was not related to the dianeal therapy.